Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference # 3006705815-2019-04809. It was reported the patient has been receiving inadequate therapy due to high impedance being present on one of their leads following a motor vehicle accident. As a result, the physician explanted and replaced the patient¿s entire system. Surgical intervention resolved the patient's issue. There are no allegations against the ipg. Both of the patient's leads are being reported because it's unknown which lead is liable.